Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pegasus¿ safety closed IV catheter system there was leakage at the adaptor septum." This event occurred 10 times. The following information was provided by the initial reporter and translated to english. The customer stated: "the indwelling needle had blood leakage from the septum during the indwelling period."

Event description:
It was reported when using the bd pegasus¿ safety closed IV catheter system there was leakage at the adaptor septum." This event occurred 10 times. The following information was provided by the initial reporter and translated to english. The customer stated: "the indwelling needle had blood leakage from the septum during the indwelling period."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/6/2022. H.6. Investigation: a device history review was conducted for lot number 1229877. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was returned to our facility to aid in our investigation. Visual inspection of the unit was not able to identify any observable abnormalities that could lead to the reported leak. The device was also subjected to functional testing by our team of quality engineers, the testing results show that the returned performed within product specifications.